Event description:
It was reported that when the lead was connected to the pulse generator during implant, the device exhibited no output. The device was no longer used and replaced.

Manufacturer narrative:
Date received by manufacturer changed from 09/12/14 to 09/10/14.

Manufacturer narrative:
Final analysis found normal device characteristics.